Event description:
Surgeon drilled tapped l3 right pedicle. Tap broke where threads begin - 30 mm from distal tip. Broken piece was buried within pedicle. Used a variety of instrument to extract broken piece. Wound up having to drill down threads on tap which comprised pedicle greatly to remove broke piece. L3 right pedicle was unusable. So surgeon had to instrument an additional level (l4) as well as tlif l3-4 to bolster fusion

Manufacturer narrative:
Additional narrative: a complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.